Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post operatively the patient experienced bradycardia on t wave. Day one post implant, the right ventricular (rv) lead exhibited undersensing and loss of capture. Subsequently, day two post implant, the rv lead exhibited short ventricular to ventricular (v-v) intervals and high impedance. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.